Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the light guide connector was broken. The following non-reportable malfunctions were found during the device evaluation: there was image failure due to the cover glass adhesion failing, the adhesion failed on the tip cover glass, and there were scratches on the gold plated side of the outer tube. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the op-telescope, 30°, 4 mm channel had damage to the mouthpiece of the treatment instrument. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused due excessive force. Olympus will continue to monitor field performance for this device.